Manufacturer narrative:
H3, h6) the surgical arm, product ID: asm0206-04r, lot number: sra00129, returned to the manufacturer for analysis. In summary, no faults were found. Previously reported code, b01, is applicable, as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and the built-in self-test (bist) and stress test were performed which passed. The advanced accuracy test failed at points 2-6. As a result, the surgical arm was replaced and all testing then passed. Codes b01, c07, and d02 are applicable. H6) the surgical arm was returned and is pending analysis. Codes b21, c21, and d16 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: a sm0206-04r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, l5-s1 transforaminal lumbar interbody fusion (tlif) surgery (CT to flouro registration). It was reported that there was an anterior inaccuracy of 5 millimeters (mm) on l5 and s1. This was noticed with the passive planar probe, dilator, and midas. The use of the guidance system was aborted and the surgeon was requesting a system checkout. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. There was troubleshooting present. It was reported that the built-in self test (bist) passed.